Event description:
While reflushing pronto lp after thrombus removal, infected blood from the patient was ejected from the pronto's y-adapter valve and into the scrub-tech's eyes. The cathether was not saved and returned to manufacturer for investigation.

Event description:
A nurse in the or sterilization area saw a container of steris 20 sterilant which she thought was empty. She picked it up to throw it away, and contents splashed on her hand and arm. She was wearing gloves, but upon removing them she felt a burning sensation. She washed her hand and arm thoroughly with water. "In employee health center, she was seen by a physician from the burn unit who treated two very small swollen, blotchy areas on the back of the left wrist and forearm with bacitracin ointment."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after implant duration of approximately 1.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to mitral regurgitation and mitral stenosis.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. Device not returned.